Manufacturer narrative:
Evaluation summary: (B)(4):the full lead was returned, analyzed and th proximal conductor was fractured. It was noted that all conductors distorted, the defibrillation conductor fractured due to overstress, the outer insulation was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, the outer tubing had cosmetic environmental stress crack breach (non electrical), the outer insulation was torn, outer tubing overlay was breached cut and the outer insulation had a cosmetic depression. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4):the full lead was returned, analyzed and th proximal conductor was fractured. It was noted that all conductors distorted, the defibrillation conductor fractured due to overstress, the outer insulation was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, the outer tubing had cosmetic environmental stress crack breach (non electrical), the outer insulation was torn, outer tubing overlay was breached cut and the outer insulation had a cosmetic depression. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased.